Manufacturer narrative:
The manufacturer is working with the the user facility to obtain the device for complaint evaluation. A supplemental MDR will be submitted.

Event description:
Per the information provided, during a tenotomy of the right hamstring, the needle separated from the handpiece. Another microtip assembly was obtained and the procedure was completed without further incident. There was no harm, injury or complication to the patient caused by the failure.

Manufacturer narrative:
During complaint investigation it was found that the lot number provided for the failed device was inaccurate as that lot did not ship out to the customer until after the reported failure had occurred. Attempts to obtain the correct lot number were unsuccessful. The customer disposed of the device and it is not being returned for complaint evaluation. Based on similar failures and lab testing of similar devices the probable cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user contributed to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect.

Event description:
Per the information provided, during a tenotomy of the right hamstring the needle separated from the handpiece. Another microtip assembly was obtained and the procedure was completed without further incident. There was no harm, injury or complication to the patient caused by the failure.